Event description:
The patient described how she tried to blow out a candle, which then ignited her table cloth, bathrobe, then spread to the kitchen bench and oxygen concentrator. She was in the hospital at this time explaining the above events and had requested a replacement concentrator. According to the (B)(4) report received by airsep, a replacement concentrator had been delivered to her on the same day of the occurrence, where she repeated the events had taken place. When the healthcare provider asked for the whereabouts of the concentrator (for examination), the patient told them she no longer had the device in her home and did not know the whereabouts of the concentrator.

Manufacturer narrative:
The newlife elite oxygen concentrator is not at fault. The cause is due to a burning candle that ignited the patient's tablecloth and bathrobe, then spreading to the kitchen bench and concentrator. The newlife elite oxygen concentrator happened to be in the same area of the fire origin.